Event description:
It was reported that a low flow software upgrade was performed on (B)(6) 2021 by an abbott clinical representative. The low flow software was successfully installed on the patient¿s primary and backup system controllers. Additional information from the account stated that the patient also underwent a controller exchange on (B)(6) 2021 because the low flow limit was lowered to 2.0 lpm the same day.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed controller clock corrupt alarms due to a controller clock reset. A specific cause for the reset could not be conclusively determined through this evaluation as the log file did not capture the onset of the event; however, this finding could have been the result of a loss of external power to the system controller and depletion of the controller¿s internal backup battery before the events captured in the log file. Additionally, evaluation of the submitted log files confirmed low flow events; however, a specific cause for these events could not be determined through this evaluation. The first controller event log file contained 256 events spanning an unknown amount of time. The clock was set to 26jan2000 at the start of the log file indicating that the controller clock was previously corrupted. The inaccurate date corresponded with clock invalid controller fault flags and controller clock corrupt alarms until the clock was properly synched on 12nov2021 10:31:27. Based on previous complaint experience, the corrupted clock is indicative of a total loss of external power to the controller and depletion of the controller¿s internal backup battery. Although it was reported that a controller exchange was performed on the same day as the low flow software upgrade, a specific cause for the corrupt clock could not be conclusively determined through this evaluation as the log file did not capture the onset of the event. A total loss of power to the controller would have resulted in a pump stoppage. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. Additional log files were provided by the account. The second controller event log file contained data from 13oct2021 18:18:37 through 14oct2021 11:40:05, per the timestamps. Intermittent low flow faults were captured throughout the log file when the estimated flow decreased below the low flow threshold of 2.5 lpm, to a range of 1.4 ¿ 2.4 lpm. Of these faults, 20 lasted long enough to trigger low flow alarms, with the longest lasting up to 1 minute in duration. The observed low flow events also appeared to be associated with elevated pi values. A specific cause for these findings could not be conclusively determined through this evaluation. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. The patient remains ongoing heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters. Section 2, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 3 of the patient handbook, ¿powering the system¿, details how to check a battery's charge level, replacing low batteries with fully charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Additionally, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files captured controller clock corrupt events likely caused by a total loss of power to the controller. The patient experienced a loss of power to the controller and a pump stop on (B)(6) 2021 that occurred at the same time as a controller exchange to adjust the patient's low flow threshold.